Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument misfired. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The hosp has reported the pt's condition is satisfactory.